Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow, down arrow,a and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.